Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear bag. A lot number was not returned with the device. Per the photos provided we can see that the feeding tube bumper has detached from the distal end and the lot/rpn on the peel off label match the report. Our laboratory evaluation of the product said to be involved confirmed the report. The tubing has yellowed with a red/brown substance inside the tubing. The tubing was visually examined and the internal bolster has separated from the feeding tube with all sections returned. A broken portion of the bolster was still attached to the distal end of the tube. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The subassembly lot number associated with the feeding tube/bolster was reviewed and a discrepancy or anomaly was not observed with the product that was released for manufacturing. The iqc records were pulled for the associated raw material lot for 24fr 30" tube (cpn 19481) which is tensile tested during inspection. The lot passed tensile testing indicating the product was conforming. Investigation conclusion: a definitive cause for the reported observation could not be determined. The complaint was confirmed by the photos and return of the device, however the cause of the occurrence is unknown. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we can see that the feeding tube bumper has detached from the distal end and the lot/rpn on the label match the report. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The subassembly lot number associated with the feeding tube/bolster was reviewed and a discrepancy or anomaly was not observed with the product that was released for manufacturing. The iqc records were pulled for the associated raw material lot for 24fr 30" tube which is tensile tested during inspection. The lot passed tensile testing indicating the product was conforming. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A cook peg 24 percutaneous endoscopic gastrostomy set - pull was placed in a patient. It was reported [that] the patient got a peg and peg-j replacement on (B)(6), 2023. The caregiver found the content leaking around the peg tube during feeding. (B)(6), 2023, the doctor found the internal bumper of peg had completely fallen apart from the tube. Per the photos provided we can see that the feeding tube bumper has detached from the distal end. A section of the device did not remain inside the patient¿s body. The detached portion of the peg was retrieved. It is unknown how it was retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.